Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use. No harm to user or patient was reported to philips. Philips has started investigation of this complaint.